Event description:
Reportedly, the surgeon was about to suture and the needle fell off into the cavity. The surgeon did not retrieve the needle and x-rays were not taken. Surgeon opened another and finished case. No pt injury reported.